Event description:
Customer claims that after phlebotomist had completed venipuncture, they withdrew eclipse needle from vein. While phlebotomist was attempting to activate pink safety shield with the thumb of their right hand, they claim the shield snapped off. Patient's right thumb slipped forward and they received a needlestick to they right thumb. A program is being set up through bd in-servicing to retrain this account on proper activation of safety products.